Manufacturer narrative:
H3: a manufacturer representative went to the site to test the equipment. The system was performing as intended and no parts were replaced. H6: additional review indicated codes d15, b17, c20 are no longer applicable to the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there were intermittent monitor issues. The site reported that when moving or rotating the main cart monitor the screen flickered and occasionally went completely black. After a reboot, the monitor would turn back on. No patient was present. The probable cause was likely the power cord from the uninterruptible power supply (ups) to the monitor. A medtronic representative (rep) called to continue troubleshooting. The system was unable to pull from the electronic picture archiving and communication systems (pacs). The site requested the system moved to a new wi-fi. The rep provided the wireless mac address and was able to find and connect to the new wi-fi, but the wi-fi did not assign an ip to the system despite being on dynamic host configuration protocol (dhcp). While in the app, the pacs test went yellow on ping. The rep also noted red and yellow lights on the post and link sections of the wi-fi endpoint. The rep again later called back to report that they were unable to recreate the issue on the system.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 9735765 (lot: -); product type: 2543-mnav - system h3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Codes fdm b17, fdr c20, fdc d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.